Event description:
A 9 volt energizer lithium battery caught fire while operating an cadd prizm 6102 infusion pump. It is unclear at this time why the battery 9v energizer lithium battery caught fire. Per the patient's account, the patient had the pump in a pump pouch on the back of the wheelchair with other loose batteries. In addition other medical equipment was operating at this time on battery power in close proximity to this infusion pump. This included a battery operated wheelchair and battery operated portable ventilator. Patient reported hearing a popping sound and exited the home to identify the location of the sound. A neighbor noticed the pump pouch was on fire and removed the pouch from the wheelchair. No injury was reported. FDA safety report ID# (B)(4).